Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to remove cotton - vagina [foreign body in reproductive tract]. Tampon dissolving while wearing them, coming apart [device breakage]. Case description: consumer reported via rr that the tampon started dissolving during use, the remaining part of the cotton had to be removed manually. No serious injury was reported.